Event description:
At the end of surgery case the crna was removing the esophageal stethoscope and noted the tip of the plastic sheath had separated. The detached piece was removed from the patient's mouth.